Event description:
Procedure type: colectomy, ileo-rectal anastomosis, cholecystectomy and right inguinal hernia. According to the reporter: postoperatively there was a fistula on the anastomosis and perforation of the small intestine. The patient suffered peritonitis and was reoperated. The patient was sent to intensive care.